Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Towards the end of a right atrial tachycardia procedure, a pericardial effusion occurred. Following ablation in the right atrium the patient became hypotensive. A transesophageal echocardiogram was performed and revealed a pericardial effusion near the ivc. A pericardiocentesis was performed to stabilize the patient an the procedure was completed. The patient is currently in stable condition. There were no performance issues with any abbott devices.